Event description:
It was reported that patient had her morphine pump for 10 years and it ¿did work out well¿. The patient decided to have it removed 4 weeks ago, and the patient started to have severe diarrhea, vomiting, loss of bowel control, malaise, ¿etc.¿. The patient already went through withdrawal phase and ¿had done well with it¿. The patient lost 16 pounds quickly and went to see her gastroenterology doctor, who performed a CT over her abdomen. It showed that the surgeon left all of the ¿leads and wiring¿ from the pump and the patient was gathering quite a bit of fluid around her surgical site. The doctor was very concerned about this. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).